Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00108. A spacelabs field service engineer was dispatched to the site to make repairs. The bellows assembly was determined to be the source of a leak and was therefore replaced. The anesthesia device passes all performance tests and was returned to service. The faulty bellows assembly was sent to spacelabs for further testing. A spacelabs product support specialist confirmed the pop off valve component of the bellows assembly was the root cause of the leak. This supplemental report is considered final and the issue closed.